Manufacturer narrative:
The device was returned and investigated. During returned device analysis, difficulty in opening the clip was observed which was resolved after troubleshooting was performed by retracting the lock lever in 5mm increments as prescribed in the mitraclip g4 system instructions for use (IFU) ¿open the clip arms definition and related technique¿. The clip was able to open with no issues. Therefore, the difficulty in opening the clip was likely due to user technique. The grippers were then actuated, and it was noticed that one of the grippers would not lower. A visual inspection of the device identified that the gripper cover was caught in the harness. The clip was unlocked, and the grippers were lowered and raised, which resolved the gripper actuation issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported events. Additionally, a review of the complaint history did not identify any similar complaints from the reported lot. Based on the available information and the returned device analysis, the difficulty in opening the clip was likely due to user technique as the issue was resolved with following troubleshooting steps prescribed in the IFU. The investigation identified that the observed gripper actuation events were likely related to a combination of occasional clip delivery system (cds) manufacturing variability and user technique. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. Na.

Manufacturer narrative:
Date of event - estimated. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
This is filed to report the gripper actuation issue. It was found during device analysis of the sterile device, that there was difficulty opening the clip and there was a gripper actuation issue (the gripper cover was stuck between the harness). No additional information was provided.